Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a fire. At an unspecified time during the night, the customer contact reported while the device was plugged into the ac power outlet in the dialysis department, the device started on fire. It was reported there were no pts or healthcare providers in the department at the time. It was reported that there were no reported electrical problems in the department and the device had not been in use for at least 6 months. There were no reports of any adverse pt events while the device was in clinical use. The customer contact reported the source of the fire has not been determined and the fire department has not issued the report. Though requested, no additional info was provided.